Manufacturer narrative:
Field advisory number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge her ipg. As a result, the ipg became inoperable. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced. Reportedly the patient has effective therapy postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.